Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was detected on involved lot numbers. This is the first and only complaint registered on the involved lot numbers. A final report will be submitted after the conclusion of the investigation.

Event description:
Hip revision surgery performed on (B)(6) 2024 due to cup luxation. According to the complaint source during revision surgery the pe insert appeared dissociated and rotated. During which new liner, femoral head and a delta tt cup fixed with a screw were implanted. Previous surgery performed on (B)(6) 2024, after which the patient complaint persisting pain for which pain killers were prescribed. Post-operative follow-up x-rays were performed, and it was detected cranial dislocation of the femoral component of the arthroplasty, reduced then by the operator in the inpatient room. Explanted devices during surgery: · delta protr.liner øint 28mm #s (product code: 5886.51.055, lot. 2225560 - ster. 2200302). · fem. Modular head - l ø28mm (product code: 5010.42.283, lot. 7011821890). · delta-tt acetab.cup ø48 mm for (product code: 5552.15.480, lot. 2011910 - ster. 2000279). Device minima s standard stem #1 (product code: 4503.21.010, lot: 2316595 - ster. 2300203) has remained in situ. Patient: female, 59 years old, approximate height (m) 1.61, approximate weight (kg) 53, active activity level, no smoking and a healthy lifestyle. Event occurred in italy.